Event description:
It was reported that the sample (B)(6), from "centro de transfusión de la comunidad valenciana", was tested with serology. The test result was positive (c+), which contrasted with the molecular typing performed on (B)(6) 2023, using the ID core xt assay which provided negative results (c-) with ID core xt analysis software v3.0.2.

Manufacturer narrative:
The genomic dna sample was sent to grifols laboratory solutions for dna sequencing. Next generation sequencing interrogated rh genes proximal promoter, exons 1-10, and portions of intron 2-3. A hybrid rhce allele containing rhd exons 2 and 3 was found in rhce gene, and sequencing provided the genotype rhce*ce (rhce*01), rhce*ce-d(2-3)-ce. However, ID core xt reported the genotype as rhce*ce. ID core xt determines the presence of c antigen by interrogating the polymorphism c.335+3039ins109 in rhce gene intron 2. The extent of the rhd exon 2-intron 2-exon 3 sequence includes the replacement of rhce*c intron 2 sequence and explains the failure of ID core xt to predict a c+ phenotype. ID core xt predicted a c- phenotype, but the serological data indicated a c+ phenotype, attributable to the presence of the rare rhce*ce-d(2-3)-ce allele. This ID core xt false negative result is considered a discrepant result and then a malfunction. Nevertheless, further serological investigation is recommended to fully characterize this unreported hybrid allele. This limitation is covered by the assay limitations described in the ID core xt package insert limitations 1 and 9.